Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-00080; 508-36-101, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00032; 508-36-101, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient's glenosphere detached from baseplate after movement of some sort so we had to redo it all.